Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call pump error on the insulin pump. Customer¿s blood glucose level was 189 mg/dl. Troubleshooting for the pump error was performed. Customer advised pump error recurred and the issue remained unresolved. Customer advised the insulin pump worked fine for them and they did not want to return the device. The insulin pump will not be returned for analysis.